Event description:
It was reported to philips that the system took 7 minutes to shut down and was unable to boot. The system was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite confirmed that the system was not booting up. As part of troubleshooting, the fse checked the host pc. Host pc was getting power, but no action was there from os disk, fse manually switched off the host pc and turned it back on, then the host pc booted up. The fse decided to replace the host pc. The cause of the host pc failure was not conclusively determined by the supplier's part analysis. However, replacing the host pc by the fse has resolved the issue. The system was returned to use in good working condition. The codes were updated based on the investigation outcome.